Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-1665bcsl lnt implant system 4.75 swivelock eyelet broke off while passing the suture through the eyelet. This was discovered during an acl procedure on (B)(6) 2022.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.